Event description:
Related manufacture reference number: 2017865-2023-13539. It was reported patient presented at the emergency room. Investigation noted that both the right ventricular lead and left ventricular were dislodged. Both leads were explanted and replaced on (B)(6) 2023. The patient is recovering from procedure.

Manufacturer narrative:
The reported event of lead dislodgement was unconfirmed. As received, a complete lead was returned in one piece for analysis. X-ray examination found over-torqued of the inner coil at the connector region consistent with procedural damage. No other anomalies were identified.